Manufacturer narrative:
This incident occurred outside of the unites states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported an e4 (occlusion) error on her infusion device and she stated the piston rod was blocked. She stated that she found insulin in the cartridge compartment when she changed the insulin cartridge. At 12:00 am her blood glucose measured 444 mg/dl and she began alternative therapy at 8:00 am. Her normal blood glucose level is 135 mg/dl. No further info was provided. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.